Event description:
During the product eval on 11/20/2014, the technician observed a breached transformer housing exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer and requested the defective power adapter be returned for eval. The product was evaluated on 11/20/2014. A product eval revealed the transformer housing was breached, exposing inner electrical circuitry, which is a safety risk. The power supply was plugged in and the voltage across the dc was measured at 13.34 vcd, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured 1.9 ohm, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 57.4 ohms, which is normal and indicates that the thermal fuse did not blow. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping., handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double staking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.